Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7072069.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming sessions. The patient underwent a lead replacement procedure. The patient was doing well postoperatively. The explanted lead was discarded.